Manufacturer narrative:
Product complaint (B)(4). Batch # r5ah1r. Device evaluation summary: the analysis results found that the ecs25a device arrived with no apparent damaged. The breakaway washer was uncut and indented and there were no staples present. However the knife and washer were noted to have nicks. This damage on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Further analysis on the device shows that the trocar was received damaged and a movement on the ferule was noted. No functional test was performed due the condition of the device. It is possible that the trocar was damaged from the supplier, it should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: the event states that the anvil was stuck in the staple head; ¿had to use force to remove¿. Did removal of device cause any change to the procedure or patient consequence? If yes, please explain. Yes they had to resect out the anvil and go lower in order to remove the anvil. It was lower in the pelvis and had to divert to a colostomy anyways, but was already low in working in the soft tissue in the rectum it was reported that the procedure was prolonged more than four hours. Was there any patient consequence as a result of the procedure being prolonged? No was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. No, patient was going to have colostomy anyways, just added time to case and became frustrating from having to transect out the anvil and go lower to new portion of the colon to put anvil in again. Patient stayed in hospital one extra day to monitor her colostomy bag and recovery due to extended time under anesthesia. Patient is recovering nicely.

Manufacturer narrative:
Product complaint (B)(4). Initial device evaluation: the analysis results found that the ecs25a device arrived with no apparent damaged. The breakaway washer was uncut and indented and there were no staples present. However the knife and washer were noted to have nicks. This damaged on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Further analysis on the device shows that the trocar was received damaged and a movement on the ferule was noted. No functional test was performed due the condition of the device. It is possible that the trocar was damaged from the supplier, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional device evaluation: product complaint device was received for additional engineering analysis after initial analysis. The primary intent of the analysis was to measure ferrule groove depth after ferrule movement was detected during the initial analysis. The six groove depth measurements met the specification limits found within the design specification. The event description states: ¿anvil was stuck in the stapler head (took awhile to remove the anvil) had to use force to remove.¿ both the movement of the ferrule and the damage of the trocar could have been caused by using force to remove the anvil from the stapler head. Due to the condition of the device, a test firing could not be completed. Without being able to fire the device, the event could not be confirmed. Based on the analysis performed on this device, the condition the complaint device was returned and the event description, there is not enough evidence to confirm a manufacturing or design defect.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event states that the anvil was stuck in the staple head; ¿had to use force to remove¿. Did removal of device cause any change to the procedure or patient consequence? If yes, please explain. It was reported that the procedure was prolonged more than four hours. Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported that during a reversal colorectal anastomoses procedure, the device did not fire, red safety was released, did not close, did not cut, resident tried to fire, pulled the stapler from case, pulled another stapler to complete. No patient consequences/adverse events. Anvil was stuck in the stapler head (took awhile to remove the anvil) had to use force to remove. Surgery was delayed more than 4 hours, but procedure was completed successfully and there were no patient consequences reported.